Manufacturer narrative:
Date of event is estimated. (B)(4). Approximate age of device - 84 days. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2016. It was reported that the patient's lactate dehydrogenase (ldh) level was elevated above 2000 u/l. The patient was admitted on an unspecified date and IV bivalirudin was initiated. The patient's ldh level remained elevated after approximately 2 weeks of treatment with bivalirudin. On (B)(6) 2016, the patient underwent a pump exchange due to suspected pump thrombosis. No further information was provided.

Manufacturer narrative:
Thrombus was confirmed during the evaluation of the returned pump. Examination of the pump upon disassembly revealed a pink, tissue-like deposition on the distal side of the inlet stator. The thrombus appeared to have formed in laminated layers, indicating that it likely developed over an undetermined period of time while the pump was in operation. The duration of its presence in the pump could not be conclusively determined. Further examination also revealed a dark red, tissue-like deposition on the proximal side of the rotor. The deposition had a ring-like structure and areas that were denatured, indicating that it may have developed at the bearing ball and became detached and partially ingested into the rotor blades. A specific time period in which it developed and the duration of its presence in the pump could not be conclusively determined. Further examination revealed a loosely seated, soft, pink deposition in the outlet stator. There was no evidence of lamination or denaturing and or contact marks on the rotor to indicate that it was present in the pump while it was operating. The specific origin of the deposition could not be conclusively determined. Although a specific cause for the depositions and a timeframe for which they were present in the pump could not be determined, they would have potentially contributed to the reported elevation in the patient¿s lactate dehydrogenase level and thrombus symptoms. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled, and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from this testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. Device thrombosis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event. \